Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements as the lead was found out to be fractured and had lead body damage. The lead was surgically abandoned. No additional adverse patient effects were reported.